Manufacturer narrative:
Patient ID: (B)(6). Patient age/date of birth and weight are unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the connecting screw of a flexible shaft connector use with jacobs chuck fell onto the floor during an intertrochanteric femur fracture procedure on (B)(6) 2016. The flexible shaft connector use with jacobs chuck was connected to a non-synthes jacobs chuck drill attachment and 5.0mm flexible shaft when it malfunctioned. The connecting screw was retrieved. A non-synthes system 6 adapter was used to proceed with surgery. Procedure was successfully completed without patient harm. A thirty (30) second surgical delay was reported. Patient status/outcome was reported as stable. Concomitant devices reported: 5.0mm flexible shaft (part 352.040, lot unknown, quantity: 1) and non-synthes jacobs chuck drill attachment (part unknown, lot unknown; quantity: 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. Manufacturing site: (B)(4); manufacturing date: 13. June 2012. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device. One flexible shaft connector (part # 351.16j, lot # 7936321) was returned for investigation. The device was received with one of the two pins is missing and was not returned. The collar and holding screw were returned separated from the remainder of the assembly. The device was able to be re-assembled excluding the missing pin. The device is in good condition with minor wear and surface scratches. A visual inspection and drawing review were performed as part of this investigation. The flexible shaft connector (351.16j) is a component of the flexible reamer set which is utilized if reaming of the medullary canal is desired prior to the implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn), and tibial nails (per technique guide). The following drawings were reviewed as part of the investigation: flexible shaft connector - the design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The missing pin most likely occurred after the collar came apart from the body of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.